Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultralink meter prompted the error 3 message. The reporter stated the pt did not develop any symptoms. The pt took his usual dose of diabetes medication due to the issue. The reporter mentioned the pt did not receive any medical intervention due to the issue. The pt's testing technique was correct. The product was not new (out of box). This complaint is being reported because the error 3 issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the pt did not suffer any symptoms.